Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was observed as a suture separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent unexpected medical intervention appear to be related to an interaction of the device with patient anatomy or suture/ link pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an venous closure of the right common femoral vein using a prostyle device using the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred) at step 3. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 25f, and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.